Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as smooth opening. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right exchange due to patient¿s concerns with product. Healthcare professional later reported via device tracking a right side 'implant rupture." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right exchange due to patient¿s concerns with product. Healthcare professional later reported via device tracking a right side 'implant rupture". Device has been explanted.